Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the initial bilateral hip arthroplasty procedure occurred on an unknown date. Subsequently, patient's right hip was revised on (B)(6) 2005 allegedly due to pain and instability. Further, patient underwent revisions on (B)(6) 2006 and (B)(6) 2008 for unknown reasons. It is unclear which hip was revised on these dates. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. The product identification necessary to review manufacturing history was not provided. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 4 mdrs filed for the same person (B)(4).